Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3389s-40, lot# va0cz1m, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0cz1m, implanted: (B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that on (B)(6) 2014, the patient had gotten dizzy and fell. The patient programmer was showing a warning screen of ¿synchronize programmer and neurostimulator.¿ the patient¿s wife tried repositioning the patient programmer and checking the implantable neurostimulator (ins) multiple times but was getting the same warning screen. Patient¿s wife tried removing and replacing the patient programmer batteries but the same warning screen had resulted. A second set of batteries was tried without success. There was a loss of therapeutic effect. On the morning of the date of this report the patient was having jerks in his leg but the patient¿s wife had not seen the jerking on saturday, sunday or monday prior to the date of this report. It was noted that the patient had been slow and could not walk like he was before the fall had occurred. Additional information was requested but had not been received as of the date of this report.